Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable result from a coaguchek xs meter. The serial number was not provided. The result from the meter was 4.5 inr and the result from a laboratory was 6.9 inr. There was no allegation of an adverse event. A routine retention testing process has been implemented during which all test strips that have been released are tested every three months in comparison with the master lot coaguchek xs pt. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. If a failing result is observed during testing, appropriate actions are taken. Results of the most recent retention testing were inconspicuous. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.